Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed carbon dioxide (co2) results. Hsc reviewed the information provided by the customer. After initial processing, new samples were obtained on the same date because insufficient volume remained for accurate reprocessing. Hsc reviewed the dimension vista instrument data logs. Quality control was within laboratory ranges at the time of the event. A siemens field service engineer (fse) was dispatched to the site and performed routine instrument checks. The fse found the instrument to be performing within specification. A potential product issue has not been identified. The instrument is fully operational. The cause of the event is unknown. No further evaluation is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista® 1500 intelligent lab system. The discordant results were not reported to the physician(s). New samples were obtained on the same date and were processed on an alternate dimension vista® 1500 intelligent lab system; results were higher than the discordant results, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.